Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a perforation in a left anterior descending (lad) coronary artery. The 2.80 x 19 mm graftmaster covered stent was implanted. After implantation, thrombosis occurred with st elevation, which lead to cardiogenic shock and death. No additional information was provided.